Event description:
It was reported that a patient underwent appendectomy on (B)(6) 2025 and suture was used. The patient came to the hospital due to pain in the lower right abdomen for more than 10 days and nausea for 2 days. The diagnosis was acute appendicitis. The patient underwent surgery on the same day, and the doctor used suture to suture the incision. On the eighth day after surgery, there was leakage from the incision below the patient's incision. When the incision dressing was changed, it was found to be about 1cm open. The patient had poor wound healing and wound secretion. After removing the wound, the doctor found that the suture had a knot, which was confirmed to be caused by knot rejection. The incision was given iodine once a day, with an appropriate amount of scrubbing and vaseline gauze filling. For one week, amoxicillin capsules were given orally twice a day, three times a day, for 7 consecutive days. On the 15th day after surgery, when the doctor checked the room, the patient's open wound was found to be caused by suture knot rejection. Healing has occurred, there is no exudate, and there are no other discomfort symptoms. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? How was the dehiscence managed? Was any re-suturing required? What is meant by ¿the doctor found that the suture had a knot¿? Please explain. Did the suture break post-op? Were there any precipitating patient stress factors for the sutures untying, breakage or pulling out of the tissue? Did the patient have an infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Does the patient have a known allergic history to any medical devices, food and/or medication? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Additional information was requested, and the following was obtained: the event date should be august 12, 2025.